Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd insyte-w¿ IV catheter with wings 22ga 1.00in had a separation of the luer connection and leakage. The following information was provided by the initial reporter: " when the needle core is not pulled out due to the loose connection between the catheter and the needle core, the needle core automatically exits under arterial pressure and arterial blood flows out, and the sensor connector is immediately pressed and connected."